Event description:
It was reported that the customer was hospitalized for high blood glucose of 390 mg/dl and was vomiting large ketones. Per doctor, the cause of the emergency room visit was ketosis large ketones. At the emergency room the customer was treated with zofram, IV, and insulin. The customer was wearing the insulin pump at the time of the emergency room visit. The caller stated that the customer has been having high blood glucose readings between 400 mg/dl and 600 mg/dl. The caller stated that the doctor thinks it's caused by the insulin pump. The customer's blood glucose at the time of the phone call was 600 mg/dl. The customer's stomach was hurting, they were vomiting, had blurry vision. They treated with manual injection. During troubleshooting the alarm history showed multiple no delivery alarms. The settings were correct. High pressure test passed at the second attempt. The cannula was a little bent but not occluded. Nothing further was reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. No excessive no delivery alarms were noted. The no delivery alarm functioned properly. The insulin pump had minor scratches on the display window, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.